Event description:
It was reported that the customer experienced a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer support provided a complete pump reset guide, walked the caller through the process. Caller was advised to call back if the issue was not resolved.